Event description:
The patient contacted animas on (B)(6) 2012 alleging that she took the battery and the cartridge out of the pump after receiving a call service alarm and when she put the battery back in the pump, the pump would not power up. The patient stated there has been no trauma to the pump, there is no damage to the pump, the battery compartment or the battery cap. The patient stated that the battery cap was on the pump securely and the yellow o-ring was not visible. The patient reported that she had been in the pool about a half hour prior to the call service alarm. The patient stated she had put a new lithium battery in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction of power loss remained unresolved.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed no power issues. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no damaged to the pump or the battery cap that was returned for investigation. The battery cap was evaluated and found to be within specifications. The pump was exercised for 24 hours with no power or delivery issues. The pump was opened for further investigation and did not reveal signs of moisture of evidence of damage to the battery flex or the power circuit. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Investigation was unable to duplicate the alleged power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.